Manufacturer narrative:
Corrected data: b1-adverse event. B2- required intervention to prevent permanent impairment/damage (devices). B5- the reporter indicated that the surgeon implanted a 13.2mm vicm5 13.2, -07.00 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. The lens was exchanged on the same day (B)(6) 2020 but secondary surgery due to excessive vault. This resolved the problem. H1- malfunction corrected to serious injury. Claim# (B)(4).

Manufacturer narrative:
Additional information: h3-device evaluation- lens returned dry in a micro-centrifuge vial with clear surgical debris on product. Visual inspection found no visible damage to lens and debris on lens. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5 13.2, -07.00 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. The lens was removed and replaced for a shorter length lens during initial surgery due to excessive vault. This resolved the problem.